Manufacturer narrative:
Returned device was received in decent physical condition but the top case was cracked in the front cover. Evidence of reported problem in event log was found. During the evaluation of the device, the motor assembly was found to be the issue as they were worn down from being 6 years old. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump alarms midway through infusion and the motor was not running. There were no reported adverse events.